Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had critical pump error after swimming. Customer¿s blood glucose was 3.9 mmol/l. Customer stated that they received critical pump error image on screen. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.